Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor's needle came off. The customer also reported that they received a weak signal alarm and lost sensor alarm. The customer's blood glucose was 212 mg/dl at the time of incident. The customer stated that they performed the find lost sensor but the alarm occurred again. The customer also mentioned that the sensor triggered threshold suspend. The sensor will not be returned for analysis.